Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and suture was used. The suture detached from the needle easily. It was not a control release needle. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.